Event description:
Covidien received information stating that during pt use the ventilator made an unusual noise while the peak end expiratory pressure (peep) was on. The pt was then transferred to another ventilator. There was no negative pt consequences reported.

Manufacturer narrative:
A covidien customer service engineer (cse) examined the device and verified the customer complain of noise. The cse found dust in the pump from rubbing of bushings. Also pistons had small amount of substance on the shafts indicating moisture. The pump was then replaced and operated without further incident. (B)(4).